Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuing low blood glucose (bg) of 42 mg/dl. Reportedly, contact suspected that the pump settings were incorrect. Bg was treated with juice and a glucose tablet. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.